Manufacturer narrative:
Product ID 3777-45, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: product type lead. Product ID 3777-45, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: product type lead. Product ID 37743, lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID 370816,0 lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: product type extension. Product ID 3708160, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: product type extension. (B)(4).

Event description:
Additional information received reported that the entire system was reprogrammed on (B)(6)-2012 and the device was interrogated on (B)(6)-2012. It was noted that patient outcome was resolved without sequelae on (B)(6)-2012.

Event description:
Additional information was received. Electrode 8 was found to be open and the implantable neurostimulator was reprogrammed around this open electrode.

Event description:
It was reported that there was inadequate analgesia and new pain at the extension site. The device was reprogrammed. There was also a medication adjustment - epinephrine lidocaine patch, 8.0 mg, transdermal, one-time administration. The patient's symptoms included pain, positive tenderness, and spasms at the left shoulder and scapula at extension site. It was reported as not serious and the severity was mild. Additional information reported the scapular area was better.